Event description:
Epidural catheters repeatedly become disconnected. In actuality, almost every epidural that comes to the floor becomes disconnected. Rptr has had 7-10 failures in the last few weeks.